Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert seven months ago for low out of range pacing impedances less than 200 ohms in bipolar configuration. The lead was tested in unipolar, where the impedances were still around 200 ohms. There was observations of inappropriate atrial tachy response (atr) episodes that likely due to oversensing myopotential noise. The patient would be referred for lead revision, and technical services discussed considering bipolar sense and unipolar pace in the meantime to limit the oversensing. The system remains in-service at this time. No adverse patient effects were reported.